Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Event date: unknown. An event date of (B)(6) 2016 was reported, however, it is unknown if this was the date the patient first experienced pain and date that the plate actually broke. It is reported that this is the date the broken plate was discovered. Explant date: it is not known if the subject device has been explanted or what date the revision surgery is scheduled for. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Initial reporting facility phone number is (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the complaint device lot. Manufacturing location: (B)(4). Manufacturing date: jul 21, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the complaint device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that revision surgery will be performed due to a broken plate and patient pain. The patient was initially implanted during an internal fixation of right clavicle procedure on (B)(6) 2015. No problems or anomalies were noted. On (B)(6) 2016 the patient felt pain and returned to the hospital. It was discovered that the plate was broken. The revision surgery will be performed. This report is 1 of 1 for (B)(4).